Event description:
The initial reporter received questionable elecsys acth test system (acth) and elecsys pth immunoassay results from one patient's samples tested on the cobas 8000 core unit. The initial results were reported outside of the laboratory. The reporter stated that the patient, who has been diagnosed with primary hyperthyroidism and inflammatory myositis was now provisionally diagnosed with a pituitary tumor due to pituitary microlesions. But the test results over the past year showed low pth and acth; and normal levels of calcium and phosphorus. They do not believe the results due to the clinical status of the patient. Refer to the attachment in the medwatch for the questionable results. The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The patient sample was requested for investigation.

Manufacturer narrative:
The patient sample was received for investigation. The investigation results of the patient samples confirmed the customer's very low results of acth and pth. An interference test confirmed the presence of streptavidin (sa) interference in the patient sample. Acth and pth product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings " the investigation did not identify a generic reagent issue.